Event description:
Event consisted of a (B)(6) y/o female pt who presented with a left leg femoral popliteal artery occlusion. The physician administered local anesthesia, inserted a femoral introducer and began to use an angiojet xpeedior thrombectomy catheter in the area of the occlusion. It was reported that the pt was complaining of pain and was moving her lower extremities during the procedure. As a result, the physician called an anesthesiologist to administer general anesthesia to the pt.

Manufacturer narrative:
The procedure was completed with a successful outcome. The need for further sedation during the thrombectomy procedure is the reason for reporting this event. This info does not constitute an admission that the device, the company or its employee caused or contributed to a reportable event.